Event description:
During an in clinic follow-up, the device was not able to be interrogated. Upon review of past device record, the device had reached end of service and premature depletion of battery was suspected. In the record, episodes of false detection and undersensing were also observed. The patient was stable and will continue to be monitored.